Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, maxzero, connection issues. The following was provided by the initial reporter: when in use, the infusion connector does not go when connected to the infuser, defective quantity 5.